Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment and battery cap cannot secure properly causing no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed one unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.